Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: several hrs after the procedure on day of carotid stenting procedure, 2007. It was reported that several hrs after the carotid stenting procedure, the pt complained of double vision and minor drooping of the face due to stroke. A CT and MRI showed no acute change. No additional info available.

Manufacturer narrative:
The second rx acculink indicated, and is being reported under the same manufacturer report number.